Event description:
Complaint alleges: clips did not detach smoothly from the lower side of the jaws of the applier when the ligation was performed. There was no consequence to the patient. The applier had been re-sterilized/reprocessed and used 2 or 3 times prior to the discovery of this issue. No patient injury reported.

Manufacturer narrative:
Device sample received by manufacturer, but investigation is still underway at time of this report.